Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic area") in a (B)(6) female patient who had essure (batch no. 626109) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had a hard time inserting the implant in the left tube" in 2008 and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included depression, anxiety, vaginal infection, breast pain and vitamin d deficiency. Concurrent conditions included female sterilization. Concomitant products included bupropion (wellbutrin). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced constipation ("constipation"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain: lower back"), vulvovaginal pain ("pain: vaginal area"), menorrhagia ("abnormal bleeding (menorrhagia)"), breast pain ("breast pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), alopecia ("hair loss"), vulvovaginal mycotic infection ("yeast infections"), urinary tract infection ("urinary tract infections"), depression ("depression"), anxiety ("anxiety"), vision blurred ("blurred vision"), fatigue ("fatigue") and headache ("pain: headache"). On (B)(6) 2012, 4 years 9 months after insertion of essure, the patient experienced drug hypersensitivity ("became allergic to most pain pills; norco; vicodin; tylenol 3; tramadol"). On an unknown date, the patient experienced endometriosis ("endometriosis"), dysgeusia ("metallic taste"), mood swings ("mood swings"), tinnitus ("ringing in the ears"), uterine leiomyoma ("fibroids") and complication of device removal ("complication of device removal"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, vaginal haemorrhage, weight increased, drug hypersensitivity, bladder disorder, urinary tract disorder, dysmenorrhoea, endometriosis, constipation, abdominal distension, dysgeusia, alopecia, vulvovaginal mycotic infection, urinary tract infection, mood swings, tinnitus, anxiety, vision blurred, fatigue, headache, uterine leiomyoma and complication of device removal outcome was unknown, the menorrhagia, breast pain and dyspareunia had resolved and the depression was resolving. The reporter considered abdominal distension, alopecia, anxiety, back pain, bladder disorder, breast pain, complication of device removal, constipation, depression, drug hypersensitivity, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, mood swings, pelvic pain, tinnitus, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: per pfs: removal details: the specimen was now removed including the uterus, cervix and the isthmic tubes with the coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia., dysmenorrhea, depression and anxiety, menorrhagia." Most recent follow-up information incorporated above includes: on 18-jun-2018: this is incident case. Reporter information was added. This case concerns (B)(6) patient. Her demographic, concurrent/historical condition, essure indication was added. Essure insertion date and removal date was updated. Essure lot number was added. Her concomitant medication was added. Per pfs following events: pain: pelvic area, abnormal bleeding (menorrhagia/vaginal), weight gain, became allergic to most pain pills; norco; vicodin; tylenol 3; tramadol), bladder/urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), constipation, bloating, taste metallic, hair loss, yeast infections, urinary tract infections, mood swings, ringing in the ears, depression, anxiety, blurred vision, fatigue, pain: lower back, pain: vaginal area, pain: headache, breast pain, she did not undergo an essure confirmation test, doctor had a hard time inserting the implant in the left tube, endometriosis, fibroids and complication of device removal were added. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic area") in a 43-year-old female patient who had essure (batch no. 626109) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had a hard time inserting the implant in the left tube" in 2008 and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included depression, anxiety, vaginal infection, breast pain and vitamin d deficiency. Concurrent conditions included body mass index increased. Concomitant products included bupropion (wellbutrin). On(B)(6)2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced constipation ("constipation"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain: lower back"), vulvovaginal pain ("pain: vaginal area"), menorrhagia ("abnormal bleeding (menorrhagia)"), breast pain ("breast pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), alopecia ("hair loss"), vulvovaginal mycotic infection ("yeast infections"), urinary tract infection ("urinary tract infections"), depression ("depression"), anxiety ("anxiety"), vision blurred ("blurred vision"), fatigue ("fatigue") and headache ("pain: headache"). On (B)(6)2012, 4 years 9 months after insertion of essure, the patient experienced drug hypersensitivity ("became allergic to most pain pills; norco; vicodin; tylenol 3; tramadol"). On an unknown date, the patient experienced endometriosis ("endometriosis"), dysgeusia ("metallic taste"), mood swings ("mood swings"), tinnitus ("ringing in the ears"), uterine leiomyoma ("fibroids") and complication of device removal ("complication of device removal"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, vaginal haemorrhage, weight increased, drug hypersensitivity, bladder disorder, urinary tract disorder, dysmenorrhoea, endometriosis, constipation, abdominal distension, dysgeusia, alopecia, vulvovaginal mycotic infection, urinary tract infection, mood swings, tinnitus, anxiety, vision blurred, fatigue, headache, uterine leiomyoma and complication of device removal outcome was unknown, the menorrhagia, breast pain and dyspareunia had resolved and the depression was resolving. The reporter considered abdominal distension, alopecia, anxiety, back pain, bladder disorder, breast pain, complication of device removal, constipation, depression, drug hypersensitivity, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, mood swings, pelvic pain, tinnitus, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: per pfs: removal details: the specimen was now removed including the uterus, cervix and the isthmic tubes with the coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia., dysmenorrhea, depression and anxiety, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 43-year-old female patient who had essure (batch no. 626109) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had a hard time inserting the implant in the left tube" in 2008 and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included depression, anxiety, vaginal infection, breast pain and vitamin d deficiency. Concurrent conditions included body mass index increased. Concomitant products included alprazolam (xanax) since 2008, bupropion hydrochloride (wellbutrin) and ethinylestradiol;levonorgestrel (loseasonique) in 2010. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced constipation ("constipation"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain: lower back"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("pain: vaginal area"), breast pain ("breast pain"), weight fluctuation ("weight gain/I'm losing weight"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), alopecia ("hair loss"), vulvovaginal mycotic infection ("yeast infections"), urinary tract infection ("urinary tract infections"), tinnitus ("ringing in the ears"), depression ("depression"), anxiety ("anxiety"), vision blurred ("blurred vision"), fatigue ("fatigue/I still feel tired all the time") and headache ("pain: headache"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced drug hypersensitivity ("became allergic to most pain pills; norco; vicodin; tylenol 3; tramadol"), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced endometriosis ("endometriosis"), dysgeusia ("metallic taste"), mood swings ("mood swings"), musculoskeletal stiffness ("my shoulder blades burning from being so tight"), oropharyngeal pain ("sore throat"), dry skin ("dry skin"), myalgia ("muscle aches"), memory impairment ("forgetfulness"), feeling cold ("I'm always freezing"), nausea ("sick to my stomach"), malaise ("home sick"), pyrexia ("running fever"), paranasal sinus discomfort ("sinus pressure"), dizziness ("dizzy") and complication of device removal ("complication of device removal") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy and ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, vulvovaginal pain, drug hypersensitivity, vaginal haemorrhage, weight fluctuation, bladder disorder, urinary tract disorder, endometriosis, constipation, abdominal distension, dysgeusia, alopecia, vulvovaginal mycotic infection, urinary tract infection, mood swings, anxiety, vision blurred, fatigue, musculoskeletal stiffness, headache, uterine leiomyoma, oropharyngeal pain, dry skin, myalgia, memory impairment, feeling cold, nausea, malaise, pyrexia, paranasal sinus discomfort, dizziness and complication of device removal outcome was unknown, the menorrhagia, breast pain and dyspareunia had resolved and the tinnitus and depression was resolving. The reporter considered abdominal distension, alopecia, anxiety, back pain, bladder disorder, breast pain, complication of device removal, constipation, depression, dizziness, drug hypersensitivity, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling cold, headache, malaise, memory impairment, menorrhagia, mood swings, musculoskeletal stiffness, myalgia, nausea, oropharyngeal pain, paranasal sinus discomfort, pelvic pain, pyrexia, tinnitus, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: per pfs: removal details: the specimen was now removed including the uterus, cervix and the isthmic tubes with the coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia., dysmenorrhea, depression and anxiety, menorrhagia." Concerning the injuries reported in this case, the following one were reported from social media report : sore throat, dry skin, muscle aches, forgetfulness, I'm always freezing, sick to my stomach, home sick, running fever, dizzy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: fu 3/4 processed together. Social media received: new events added: sore throat, dry skin, muscle aches, forgetfulness, I'm always freezing, sick to my stomach, shoulder stiffness, sinus pressure, home sick, running fever, dizzy. Events were clubbed, event outcome were added. Reporter information were updated. On 13-nov-2019: fu 3/4 processed together. Pfs received: concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.